Event description:
The implant was exposed as a result of an mrsa infection. The device was explanted and the user was re-implanted 6 weeks later when the wound was healed.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely a exposed implant due to an mrsa infection. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of the infection. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant was exposed as a result of an mrsa infection. The device was explanted and the user was re-implanted 6 weeks later when the wound was healed.